Event description:
Complaint ID: (B)(4)

Manufacturer narrative:
It was reported that the hl20 pump displayed the error message: safety-s. The issue was observed during routine checkup. No harm to any person has been reported. According to the hl20 service manual the error safety-s indicates that there is an issue with the safety system board or it's communication. The fst was onsite for investigation and repair. During inspection the error messages beltslip and direct were displayed as well. According to the instructions for use hl 20 version 02 in chapter 8.1.2 technical alarms the error message: beltslip does not lead to a pump stop. This alarm only indicates to the user that the pump speed is smaller than 90 percent of the motor speed. The error messages direct leads to a pump stop and indicates that the pump has turned (1/4 turn) in the wrong direction. The reported error messages safety-s and direct can cause an unintentional pump stop. Therefore, a report is required. A getinge field service technician (fst) was sent for investigation and repair. The optical tacho board was found to be defective and will be replaced. The customer confirmed that the defective optical tacho board will not be made available for further investigation at the manufacturer. However, the most probable root cause can be linked to hl20 risk assessment: in regard to the error message safety-s: wrong pump speed because of: communication error (e.g. Wrong ratio between master-slave pumps due to communication error). In regard to the error messages beltslip and direct: (total) fail of device because of: - defective tacho, relay or pump belt. The review of the non-conformities has been performed on 2025-03-21 for the period of 2016-04-20 to 2025-03-18. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-04-20. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure error messages: safety-s, beltslip and direct could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the indian market. It is a significantly similar device to "base unit hl 20¿ which is sold in the USA under premarket submission number k943803. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hl 20 with catalog number 701043262.

Event description:
The event occurred in india. It was reported that the hl20 pump displayed the error message: safety-s, direct and beltslip. The issue was observed during routine checkup. No harm to any person has been reported. According to the hl20 service manual the error safety-s indicates that there is an issue with the safety system board or it's communication. The error messages direct leads to a pump stop and indicates that the pump has turned (1/4 turn) in the wrong direction. According to the instructions for use hl 20 version 02 in chapter 8.1.2 technical alarms the error message: beltslip does not lead to a pump stop. This alarm only indicates to the user that the pump speed is smaller than 90% of the motor speed. The reported error messages safety-s and direct can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The getinge field service technician (fst) was sent onsite for investigation of the device. The repair is ongoing. As soon as new information becomes available a follow up medwatch will be submitted. This event occurred on the india market on a significantly similar device to hl20, which is sold in the us. For d4 unique identifier (UDI) number, primary di number has been used for base unit, hl20 with catalog number 701043262, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.